Manufacturer narrative:
(B)(4). Pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had fluid under its lcd screen. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that the insulin pump was sitting on the shelf in the bathroom during her shower. She noted a small crack in the screen when there was condensation, but the crack did not appear anymore. The customer was advised to discontinue use of the insulin pump and revert to her medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.